Event description:
Spontaneous call, pt's father reports the pump was giving a message of call provider, he and the infusion nurse were unable to clear the message and requesting for a pump replacement. Did the pt have a backup device they were able to switch to? Unspecified. Did we replace device? Yes. Is the infusion life-sustaining? Yes. What is the outcome of the event? Resolved? Ongoing? Pump has been replaced, resolved. Did the reported product fault occur while in use with a pt? No. Did the product issue cause or contribute to pt or clinical injury? No. Is the actual device available to be returned for investigation? Sent or maintenance. Reported to (B)(6) by pt/caregiver.